Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire was bent and couldn't insert. The md took out another new product and finished the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide (swg) within its advancer tubing for evaluation. Visual inspection of the swg revealed multiple kinks in its body. Microscopic examination of the swg confirmed the kinks and that both welds were in place. The kinks in the swg body were measured at 10 mm, 15 mm, and 40 mm from the distal end. The total length of the swg measured 355 mm, which is within specifications of 350-355.6 mm per swg graphic. The outer diameter of the swg measured .612 mm which is within specifications of .610-.635 mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The instructions-for-use (IFU) provided with this kit warns the user, "due to the fragile nature of the spring-wire guide contained in this product, inspect "j"-tip for damage prior to insertion. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks in its body. The returned guide wire met all relevant dimensional requirements. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire was bent and couldn't insert. The md took out another new product and finished the procedure.